Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit powers on by itself.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log for this device showed the pad-pak was first installed on the (B)(4) 2011 and performed to specification, up to the (B)(4) 2015. Multiple manual power ups mainly of ten minutes' duration observed between the (B)(4) 2015 and the last log entry on the (B)(4) 2016. During this period information from the technical log shows the device had entered CPR advisor mode. The returned pad-pak was inserted into the device. The device successfully passed an auto self-test and was manually power cycled. During the power up most of the instructional leds remained illuminated. The device shutdown with a "warning memory full" prompt and a flashing green status led. The device delivered a test shock without fault and an acceptable measurement was recorded for the test shock. The device was disassembled for investigation. Investigation found membrane failure due to moisture ingress.